Manufacturer narrative:
On (B)(6) 16 follow up: contact reported that customer's blood glucose level did not go low. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact had inadvertently requested a standard bolus instead of an extended bolus. Reportedly, the contact thought that insulin on board (iob) was an extended bolus. Tandem technical support educated contact regarding iob. Customer's blood glucose (bg) level was 160 mg/dl at time of report. Bg level would be treated with food if necessary.